Manufacturer narrative:
Product complaint # (B)(4). (B)(6). There were two reported complaint devices (truespan 12 degree peek) for this complaint event. Four devices were received from our affiliate at depuy mitek, three truespan 12 degree peek and one truespan 24 degree peek. After follow-up with our affiliate it is unknown why the other two devices were returned. The truespan 24 degree peek device is not part of this complaint event, there was no implants on the device, the trigger functioned as expected, and a visual inspection showed no anomalies or defects. It is unknown which two of the three truespan 12 degree peek devices returned were from this complaint event, therefore all three will be evaluated, however only two will be reported as there has been no link to a third device for this complaint event. Visual observations revealed no anomalies in all the devices. On all the three 12-degree peek devices, the first implant was hanging out of the truespan guns on the suture. This complaint can be confirmed. When the trigger was pressed fully a click sound was heard and when the trigger for pressed for the second time, the second implant was deployed on both the devices as intended. There was no product issue noticed on these three devices. Even though a definite root cause cannot be determined, this failure may be caused due to excess force applied during pulling of the suture after first implant deployment or the trigger might have not fully pressed until a click sound. So, the root cause for this failure would be attributed to user error. A DHR review has been conducted on this manufacturing lot and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch number: 1221934-2018-50433.

Event description:
The affiliate reported via email surgeon has the meniscus with the needle, 1st implant shot. With move back (rotary movements) around the 2nd anchor to place the 1st anchor has come out again. This was the same problem with both products. A additional information received via email from the affiliate on (B)(6) 2017 the surgeon did fully depress the trigger until the clicked. He knows how it works because he was the first user in emea. And was also affected in the development. The trigger did release. The tip of the needle was still in scope view. The surgeon did penetrate the meniscus all the way to the depth stop. The depth stop was at 18mm and he penetrated all the way trough the meniscus. The tissue quality of the meniscus prior to the surgery was very good ¿ young patient. The procedure was completed by using an other truespan 12° (after two failed) there was a 10 minute delay there were no patient consequences.